Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and found a faulty collar wash vacuum valve. Fse replaced the valve to resolve the issue. Instrument resumed operation. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported cartridge chemistry sample probe leaked on their unicel dxc 600i synchron access clinical chemistry system. The leak was contained to the instrument. The customer was advised to wear gloves, a gown and eye protection when troubleshooting. There were no injuries or exposure. No erroneous results were generated.